Manufacturer narrative:
(B)(4).

Event description:
Customer reported an adolescent patient with a history of symptomatic cd with a negative ileocolonoscopy now with a retained pillcam sb since (B)(6). Mre was performed and showed narrowing of the small bowel, but no obvious stricture. Given the patient's symptoms and negative ic, patency was administered, which was reported by the patient to have passed after approximately 36 hours (x-rays were not taken to visualize the patency capsule). Pillcam sb was given 48 hours later. The capsule never passed. Prednisone was administered in (B)(6) (4 weeks, 40 mg), but the capsule remained in distal (not terminal) ileum. The patient has been asymptomatic. After a discussion around the various options, which included watchful waiting, deep enterescopy, and surgery, dr. (B)(6) elected to pursue watchful waiting for the time being. Follow-up with the physician confirmed patient finally passed the capsule on his own.